Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
Jada did not work on a patient during their shift, the patient just kept bleeding [device ineffective.] Case narrative: this spontaneous report was received from a nurse manager via clinical account specialist (cas) referring to a female patient of unknown age. The patient¿s medical history, concurrent conditions, concomitant medications, and past drug reactions/allergies were not reported. This report concerns 1 patient and 1 device. On an unknown date in 2022 (reported as ¿a few months ago¿), the patient was inserted with vacuum-induced hemorrhage control system (jada system) (lot# and expiration date were not reported) for bleeding (postpartum haemorrhage). On an unknown date in 2022 (reported as ¿a few months ago¿), the reporter came on to the unit as charge nurse and nurses came to her to tell her that the vacuum-induced hemorrhage control system (jada system) did not work on patient during their shift and patient just kept bleeding (device ineffective). The nurse manager stated she thought it was probably user error but did not know anything else about the situation and did not provide any additional information to the cas regarding the adverse event (ae), the health care professional (hcp), or any patient information. Upon internal review, the event device ineffective was determined to be medically significant. Health effects-health impact-- FDA code: 4648 insufficient information (there is not yet enough information available to classify the health impact.)